Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) is intended to be returned to boston scientific for laboratory analysis. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was implanted in 2007. This ICD experienced ventricular fibrillation induced by noise. This led to a non-sustained episode resulting in no therapy delivered. There is an associated allegation of malfunction. The patient deceased in 2008, and the device was explanted. The death was reported not related to the ICD.